Event description:
The customer reported a patient code occurred and the spo2 was not working.

Manufacturer narrative:
(B)(4). The customer reported the mp5 intellivue patient monitor was in use at the time of the incident and user error cannot be ruled out. We reported this because spo2 monitoring was intended to be used on a patient who coded. The product labeling states that clinical staff should perform patient monitoring using the device in conjunction with close personal surveillance. "Warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment." (B)(4). This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the device. (B)(4) explains what the inop means: <spo2> label equip malf - numeric is replaced by - inop tone: the mms or module is faulty. Unplug and replug the mms or module. If the inop persists, contact your service personnel. Additionally, the product labeling (B)(4) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter (and potentially non activating sensor) would exclude the device from being used in monitoring patients and would not cause a safety risk. Although we consider that there was minimal delay/interruption of patient care and that patient care was prioritized per hospital protocols, we will report this issue as we cannot completely exclude this issue caused the patients death. (B)(6) is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.